Event description:
It was reported that the blade was partially lifted. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified cephalic vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was advanced for dilation. During the vascular access intervention therapy (vaivt) case, there was resistance when removing the balloon from the sheath after dilating it three times at 10 atmospheres. Consequently, when the balloon was checked, it was found that it had partially lifted. As per physician, the blade got caught in the sheath when it was removed from the sheath. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that the blade was partially lifted. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified cephalic vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was advanced for dilation. During the vascular access intervention therapy (vaivt) case, there was resistance when removing the balloon from the sheath after dilating it three times at 10 atmospheres. Consequently, when the balloon was checked, it was found that it had partially lifted. As per physician, the blade got caught in the sheath when it was removed from the sheath. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination was performed on the returned device. It was noted that approximately 16mm of the proximal end of one of the blades was lifted distally from its pad. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device through the sheath. All other blades were intact and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was noted inside the balloon which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm proximal of the distal markerband. The rated burst pressure for this device is 10 atmospheres as per specification. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. This concludes the product analysis.